Event description:
In 2008, the patient reported that she has been receiving occlusion errors (e4) for the past week. She changes her infusion site, tubing, and insulin cartridge to clear the error. She stated that she changes the infusion tubing and site every 3-4 days. She was advised to change the infusion tubing every 6 days, and the infusion site every 3 days. She stated that she has used her abdomen as an infusion site for 10 years and she is concerned she has scar tissue. Her blood glucose was elevated to 436 mg/dl at 12:00pm, and she was drinking and urinating frequently. She bolused 4.2 units of insulin. The patient was not experiencing the error at the time of the initial report. The patient called back on the same day and stated that she received an e4 error while attempting to bolus 9 units of insulin. Her blood glucose measured "hi" on her blood glucose monitor. To troubleshoot, she was instructed to remove the infusion tubing and she was able to prime through the adapter without error. The patient had not changed the battery cover or adapter of the infusion device for 1 year. The patient attached a new adapter and infusion tubing and was able to prime without error, and she completed her bolus. The patient called back on the same day and stated, she received another e4 error while bolusing. She had changed the battery prior to calling. She attached a new infusion tubing to the infusion device and received an e4 while attempting to bolus. She was advised to switch to her backup infusion device. Her blood glucose measured 600 mg/dl and she bolused 9 units of insulin. Upon follow up on the next day, the patient stated that her most recent blood glucose reading was 212 mg/dl and she had not experienced any further errors while on the backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.